Event description:
It was reported the clinician reopened a site grafted with dynablast putty placed at molar # 19, and found that there was no solid bone. The graft was removed and the site was re-grafted and the pt was sent home for a couple of months to reevaluate for bone to fill the site.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.